Event description:
It was reported that after a knee arthroscopy procedure using a saber 30 integrated cable wand, the surgeon noticed that the tip of the wand was missing. The facility did an x-ray on the patient, however neither the missing tip, nor any other debris was visible. There were no significant delays or patient complications reported as a result of this event.